Event description:
During pci of a 90-95% occluded and moderately calcified lesion in the distal lad with a 2.25 x 23 cypher rx, the physician tried to tried to position the stent in the distal lad but he couldn't get it to go down there. He tried to remove it but the stent dislodged in the mid lad. The lesion had not been pre-dilated as the physician was doing direct stenting. The lesion was semi calcified and it was more calcified he would have pre-dilated. He couldn't get the stent to the lesion because there was a down turn in the vessel and when he tried to remove the stent it dislodged. He used another balloon and crushed it into the vessel wall. He then went down with 2 xience stents, 3.0 and a 3.5 and treated the mid to distal lad. The guide positioning was not great so the physician thinks the stent might have gotten caught on the guide and then the stent was caught and came off. It took one and half hour to complete the case. The patient was fine and his results looked good. The product appeared normal before use.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The surgeon paged the rep and advise he had the patient drink blue colored water and it immediate came through the jp drain. Post op (B)(6) leak: monitoring patient at this time. Leak test was performed during the procedure with no issues. No surgical intervention has been performed at the time of this report. Device was discarded.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The delivery system is being returned but has not yet been returned for analysis. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a pci, after experiencing tracking difficulty to deliver a cypher product to the target lesion, the stent dislodged. The dislodged stent was crushed against the vessel wall and two other non-cordis stents were implanted to treat the target lesion successfully. The target lesion was a 90-95% occluded and moderately calcified lesion in the distal lad. Pre-dilation was not conducted. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. A 2.25 x 23 cypher rx was inserted to be deployed by direct stenting technique; however the product could not be delivered to the target lesion because "there was a down turn in the vessel". Therefore the physician tried to remove the product and upon removal the cypher stent dislodged in the mid lad. The stent was inaccurately placed in the mid lad by crushing it against the vessel wall with a balloon. The physician used two xience stents to treat the mid to distal lad successfully. The product appeared normal before the procedure. The physician commented that "the guide positioning was not great, so the stent might have gotten caught on the guide and came off". Past medical history included hypertension, high cholesterol, tia and previous pci in the rca. The sds was not returned for evaluation. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulties tracking a product through an anatomical structure and/or difficulty crossing a lesion are known procedural occurrences. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information available for review, there are possible vessel characteristics and procedural factors that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.